Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. The hcp reported the hp felt extreme abdominal discomfort and noted that abdomen appeared to be distended, as if overfilled, during dwell 3 using the device. The hcp relates that the hp discontinued therapy and performed a manual capd drain. During the capd drain, the hp reportedly removed 8.5lbs of fluid (approximately 3864mls), which is greater than the homechoice programmed fill volume of 3000mls. The hcp reviewed procedure with the hp and did not identify any procedural errors on the part of the hp; a replacement device was subsequently requested. According to the hcp, there was no sustaining pt injury or medical intervention as a result of this incident.